Event description:
Boston scientific received information that this pacemaker detected greater than 2500 ohms, no sensing and no capture on the atrial lead. This occurred one day after implant. The patient had no symptoms. The physician elected to reopen the pocket to revise. It was noted at that time that the setscrews were not entirely secured. The setscrews were adjusted and the lead performed normally.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.